Manufacturer narrative:
The tech found the siderail center arm was damaged possibly from abuse. He replaced the center arm assembly to repair the bed.

Event description:
Info received indicates the siderail is unable to lock into place.